Event description:
It was reported that the xenon light source exhibited dim brightness during a diagnostic colonoscopy procedure, which was completed using the same device. There was no patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.